Event description:
It was reported that the user received a low insulin alert and requested assistance, then declined the recommended full supply change and proceeded to replace only the insulin cartridge against instructions. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization and no additional intervention beyond user-directed cartridge replacement. Investigation included user education and troubleshooting on correct supply change procedures. Investigation of this case revealed user preference for an off-label step (cartridge-only change) with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to not following labeled instructions for supply changes.